Event description:
Customer reported that a patient presented with an inflamed and purrulent wound dehiscence one month following posterior cervical decompression & fusion. Antibiotics were administered. An incision and drainage followed by wet and dry packing was performed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtaned, a supplemental 3500a form will be submitted accordingly.